Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline flex failed to open in the distal section. It was a pediatric patient. Arteriovenous malformation (avm) treated in the past with a pseudo-aneurysm in the right m2-m3 segment. Exchange technique with a transed 300cm to put the phenom 27 in te m3 segment. A lot a resistant to upload the pipeline 3.0 x 20, with no severe tortuosity. At the time to deliver the first third part of the device, this one looks not open distally and the wire of the pipeline go forward. Looking at this situation, and tried to resheat once the system unsuccessfully, the healthcare provider (hcp) decided to retired all the system of the patient using another ped 3.0 x 25 without problems. The pipeline was not positioned in a bend. It was not stuck in the capture coil. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured pseudo-aneurysm in the m2-m3 segment. The max diameter was 6mm and the neck diameter was 4mm. The distal landing zone was 2.4mm and the proximal landing zone was 2.8mm. Vessel tortuosity was minimal. Dual a ntiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: shuttle 6 fr. Sheath, navien 5 fr. Guidecatheter, synchro 0.014 guidewire.

Event description:
Additional information was received that resistance was from the beginning, uploading the pipeline system into the microcatheter until the end. It was noted that the pushwire was separated from the distal point of the pipeline. A phenom 27 catheter was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex shield was returned for analysis. There was no catheter returned with the pipeline flex shield. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. The pushwire was appeared to be intact. No separation was observed on the pushwire. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The pushwire was found intact. No damage was found on the pushwire. The cause for failure to open, damaged braid and resistance could not be determined. Possible cause of failure to open includes damaged braid. Possible cause resistance includes lack of continuous flush with heparinized saline during delivery. Customer reported that vessel tortuosity was minimal and the pipeline flex shield was resheathed less than or equal to 2 times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.